Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The electronic flow control valve (efcv) was replaced to resolve the issue. No report of patient involvement. Block h4:â dateâ ofâ deviceâ manufacture year is 2007. The monthâ ofâ manufacture was unavailable at timeâ ofâ MDR filing. No UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.